Event description:
Nurse pushed port and pt complained of pain. Sent to radiology for investigation. Procedure to remove completed. Policy followed. Port-a-cath retrieval was done in interventional radiology. Only the distal retrieved end is available for inspection.